Event description:
It was reported that low sensing values had been observed on the atrial lead. The lead was explanted and replaced on (B)(6) 2014. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.